Manufacturer narrative:
An event regarding wear involving an unitrax modular endo head was reported. The event was not confirmed. However, the medical review report was able to confirm acetabular fracture. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated "on (B)(6) 2017 the right hemiarthroplasty was converted to a total hip arthroplasty for a diagnosis of ¿long-standing dislocation right hip hemiarthroplasty and acetabular fracture¿. On the basis of medical records clinician's clarification what devices dislocated. Clinician noted what was stated in the operative reports and other documentation, but there was no history of when and under what circumstances the fracture/dislocation occurred. No primary hemiarthroplasty operative report, no indication for this surgery, nor any x-rays are available for review. There is no examination of the explanted components or history of the onset of symptoms or circumstances related to the acetabular fracture and dislocation. There is no evidence this clinical situation was related to factors of faulty design, manufacturing or materials of the stryker hemiarthroplasty components implanted in this case." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event was reported that surgeon converted a hemi hip to a total hip due to acetabular wear. However, the provided medical information was submitted to a consulting clinician who confirms an acetabular fracture. On the basis of medical records clinician's clarification it is concluded that it was not confirmed which device was dislocated. Clinician noted that what was stated in the operative reports and other documentation, but there was no history of when and under what circumstances the fracture/dislocation occurred. If additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that surgeon converted a hemi hip to a total hip due to acetabular wear. Right hip.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon converted a hemi hip to a total hip due to acetabular wear.